Event description:
The user facility reported that the ultrafiltration (uf) rate changed by itself during treatment (tx). It was set to 2200 for a 2.5 hr tx and one hr into the tx, the pt started cramping. They found that the uf rate was at 5500. According to the charge nurse, the pt only lost an estimated extra 5% of fluid as a result of the uf rate change, and she did not experience hypovolemia. She had leg cramps which resolved when she was given 200 cc of saline. The uf rate was corrected and treatment was completed with no further issues. The pt had come in over her dry weight and the treatment removed a total of 2 kilos, which met adequacy, and the pt was fine. The charge nurse does not know the cause of the issue and the machine was removed from the floor.

Manufacturer narrative:
A plant investigation is in progress and a supplemental report will be submitted upon completion.